Manufacturer narrative:
H6 investigation summary: scope of issue: the scope of issue is only limited to part # 657338 and serial # (B)(6) . Problem statement: customer reported complaint on a facscanto ivd 10 color configuration ¿ 657338 obtained unexpected or erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 01sep2019 to date 01sep2020. ¿ complaint trend: there are 2 complaints related to the issue of incorrect results; (B)(4) and this one, (B)(4). Date range from 01sep2019 to date 01sep2020. ¿ manufacturing device history record (DHR) review: DHR part #657338 serial # (B)(6) , file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of why the customer was obtaining incorrect results was due to a dirty flow cell. A clogged, dirty or blocked flow cell can contribute to inaccurate readings or unexpected results. The fse (filed service engineer) confirmed the issue and flushed the system and lines. A proper and complete flush can clear and clean the flow cell so the instrument runs at its optimum performance. The fse also calibrated the flow pressure and the optics to bring the instrument to normal operation. No parts were requested for evaluation because no parts were replaced. Although the unexpected results were from patient samples, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. The customer confirmed that the patient sample was rerun again later before advising any treatment. No clinical tests were continued and no results were used in patient diagnosis or treatment. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facscanto¿ flow cytometer instructions for use - #23-14730-03, starting on page 149. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is low as there was no impact to patient health or safety. ¿ service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 01aug2019. Defective part number: n/a. Work order notes: subject / reported: pi-657338-facscanto plus-sample results are not ideal. Problem description:facscanto plus sample results are not satisfactory clinical use central laboratory. Patient sample test results are not used for patient treatment (B)(6) . Work performed: 1. Flush the flow chamber and calibrate the pressure. 2. Adjust the output power of the optical fiber and adjust the optical path. 3. Cst pass, the experiment is normal. 4. Normal use. Cause: the flow room is dirty, and the light path is floating. Solution: 1. Flush the flow chamber and calibrate the pressure. 2. Adjust the output power of the optical fiber and adjust the optical path. 3. Cst pass, the experiment is normal. 4. Normal use. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 100266fmea, rev. 01/vers. A, facscanto 10-color (canto plus) risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? ¿yes ¿no ID: 0011. Item: fluidics manifold. Function: controls flow of sample, sheath, and waste. Potential failure mode: high bleach residual after monthl. Potential causes: insufficient rinsing of bleach after monthly clean. Local and next-level effects: reagent compromise/contamination. Hazards: 7-color setup will not complete. End effects: delay in diagnosis; customer. Current controls: IFU guidance to run multiple fluidic startups. P: 2. S: 2. Ri: 4. Output: n/a acceptable. Mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause was due to a dirty flow cell. Conclusion: based on the investigation results, the root cause of why the customer was obtaining incorrect results on facscanto 10-color was due to a dirty flow cell. The fse confirmed the issue, flushed, cleaned and calibrated the instrument. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate as there was no impact to patient health or safety. H3 other text : see h10.

Event description:
It was reported that during use with a facscanto¿ 10-color configuration erroneous results on patient samples were obtained by laboratory personnel. Results were not reported and there was no reported impact to patient. The following information was provided by the initial reporter, translated from chinese to english: customer conducted a repeat/different test to confirm the results, the problem remains. There was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem.

Manufacturer narrative:
Medical device expiration date: na. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a facscanto¿ 10-color configuration erroneous results on patient samples were obtained by laboratory personnel. Results were not reported and there was no reported impact to patient. The following information was provided by the initial reporter, translated from (B)(6) to english: customer conducted a repeat/different test to confirm the results, the problem remains. There was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem.